Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the device was in critical override mode. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
E.1. Initial reporter facility: (B)(6). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 19-oct-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, a technical support specialist (tss) dialed into the station, verified through data sync debug logs and confirmed that the station was communicating normally with no change tracking variance, monitored the device, notified the user through email, and closed the case after receiving confirmation from customer that no further issues were observed. The system functioned as intended after the technical support specialist investigated the device.